Event description:
A representative from the reseller reported on (B)(6) 2020 that a lab user was reviewing uric acid results from 2019 and found that on (B)(6) 2019, 2 urine uric acid results were sent to the laboratory information system with incorrect results. The lab user is unable to recreate the issue and reported no patient harm. The site provided limited data which did not identify the root cause. Due to the lack of archived data at the site from this period of time, data innovations support is unable to conclusively determine if this is a malfunction of the software or a configuration error by the user.